Event description:
It was reported by the customer that bd pyxis¿ medbank tower had a couple of patients whose medications were not showing up to be issued. A customer had reported that a user was unable to dispense medication due to a malfunction. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 26-oct-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had those medications not available on patient profile. A technical support specialist stated that pharmacy did not use myqlink to put medications on the profile and product support engineer confirmed that in touch does not use their integration to send med order to the cabinet, they used the override feature. No other resolution was provided by the technical support specialist regarding the reported issue. No additional information was available.